Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to the chest pain after an implant procedure. On (B)(6) 2018, the right atrial lead was interrogated and the chest pain has been resolved. It was noted that the lead exhibited no capture. X-ray was performed to confirm that the lead had dislodged. The lead was explanted and replaced by an competitive lead on (B)(6) 2018. The patient was stable throughout the whole procedure.